Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. Access to the system by the ge representative was denied. An add'l report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 2500 had a square artifact. There was no adverse pt involvement reported. There was no pt information reported.